Event description:
It was reported that the inflatable penile prosthesis (ipp) is going to be revised on a future date due to unspecified reasons. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis. Additional information received states the device was explanted. The reason for the explant surgery was not provided.

Manufacturer narrative:
Additional information provided in: b5, d7, d10, h3.

Manufacturer narrative:
Device evaluation: no malfunction was reported. The ams700 device was visually inspected and functionally tested. There was a leak in one cylinder due to input tube wear. The other cylinder had a leak due to fold wear. The pump was not functionally tested due to the cylinder failures. The device will not function without fluid. The analysis confirmed a product malfunction that was the probable cause of the explant.

Event description:
It was reported that the inflatable penile prosthesis (ipp) is going to be revised on a future date due to unspecified reasons. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis. Additional information received states the device was explanted. The reason for the explant surgery was not provided.

Event description:
It was reported that the inflatable penile prosthesis (ipp) is going to be revised on a future date due to unspecified reasons. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.